Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material in the air/water cylinder and suction channel was not identified. The root cause of the issue was determined to be insufficient device reprocessing, as the customer returned the equipment to olympus without proper reprocessing being performed/completed at the facility, resulting in foreign material remaining in the air and water cylinders and channel. The event may be detected/prevented by following the instructions for use sections below: evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following during the evaluation; grip is shaved; forceps channel port has a dent; scope cylinder has no color; switch box has a scratch; right/left knob has a scratch; upwards/downwards knob has a scratch; scope cover has a scratch; control unit has a scratch; maximum number of cumulative uses was reached; scope connection cover unit has a scratch; electric connector has corrosion due to water leakage; sheet holder unit has corrosion due to water leakage; due to a pinhole on bending section cover or distal sheath rubber, water tightness is lost; plastic distal end has a chip; bending tube is damaged; connecting tube has a wrinkle; and plate has corrosion due to water leakage. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the evis exera ii gastrointestinal videoscope had distal end defects. The issue occurred during reprocessing. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that air/water tube and cylinder had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction.